Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had black screen caused by auxiliary 1 half height drawer. A field service engineer (fse) replaced half height pyxis module controller and drawer control printed circuit board assembly and reseated all cables and then reassigned drawer positions to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.